Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient experienced diaphragmatic stimulation was not -feeling well-. A chest x-ray revealed the lead dislodged. The lead was capped and replaced.